Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4)

Event description:
During follow up, noise was noted on the atrial lead. Inadequate mode switches and muscle stimulation were also noted. The device was replaced and the lead was capped and replaced. The patient is in stable condition.